Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: g4, g7, h2, h10, h11 updated trend analysis: the overall ¿evh cannula¿ 24 month complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. The overall complaint rate was found to be (B)(4) % and is above +3sd. Run rule triggered above 3 sd in (B)(6) 2021 for the overall control chart and fitting problem w/ cannula to be addressed under crf.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots25159941, 25160076, and 25160132 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery jaws would get caught when being passed in and out of the cannula tip. Item was extremely difficult to move in and out of the cannula, making it dangerous upon entry into the tunnel. No additional time added to case. No additional incisions. Finished case using defective device. Patient unaffected.